Event description:
Device malfunction: premature deployment. Time of malfunction: during procedure. Symptoms/ae: stent deployed in uninteded site. Time of symptoms/ae: during procedure. It was reported that during a stenting procedure of the ostium of the left subclavian artery, off-label use, the stent "jumped" and went into the aorta. The lesion was pre-dilated and the stent delivery system was moved into position. The physician then noted that the stent was partially deployed. He decided to take an angiographic image, and the stent completely deployed into the subclavian and partially into the aorta. Following this, a non-abbott balloon was used to dilate within the stent and drag the stent down into the abdominal aorta in the infrarenal position. The stent was crushed with a non-abbott balloon expandable stent. Repeat angiography of the abdominal aorta revealed good results. The right kidney had dual circulation. The stent could not be placed any further into the distal abdominal aorta due to its large size and full expansion at 9mm. There was good flow in this segment despite an overlap of the inferior segmental artery. The physician then stented the subclavian with a non-abbott stent with success. The patient tolerated the procedure well. It is noted that the device was used after the expiration date. No additional information available.

Manufacturer narrative:
Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.